Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. A syringe needle change and cartridge change was performed resolving the issue.